Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/27/2016 with the following findings: a review of the pump¿s black box showed multiple no cartridge detected warnings (cs163). During testing, the pump successfully completed the rewind, load cartridge, and prime steps and the pump was exercised for 24 hours with no load step malfunction occurring. The force sensor calibration was found to be within required specification. The pump was opened and the cracked force sensor flex was found.